Event description:
On october 13, 2009, the facility's senior biomedical engineer to baxter global technical services that on an unknown date one colleague cx volumetric infusion pump single channel in which the open button is inoperable. The reported condition was identified during bio-med service. According to the hospital representative, no patient injury or medical intervention had been reported related to this device. No additional information is available. On october 20, 2009, during device evaluation by baxter, the pump head module keypad was found to be defective. This device utilizes user interface module master software (B) (4) categorized as colleague 2006.

Manufacturer narrative:
Evaluation summary: the reported condition of the open button is inoperable was confirmed due to a defective pump head module keypad (which also contains the stop button).the pump head module keypad was replaced to correct the reported condition. There is an ongoing CAPA investigation, CAPA-(B) (4) associated with this report. (B) (4)